Event description:
It was reported that the patient cable of the mobile power unit (mpu) was damaged. The mpu was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.